Event description:
It was reported that the patient experienced heart block. During a pulsed field ablation (pfa) application with a farawave pfa catheter, the physician noticed that the patient was in some degree of heart block and the physician stopped the case. It was suspected that during ablation of the cavotricuspid isthmus (cti) line, one of the loops could have been too septal and caused the heart block. The patient was stabilized, though the specific intervention remains unknown. Consideration is being given to the implantation of a pacemaker, and it was noted that a reprocessed cs catheter was present in the body during the event. No further information is available.

Manufacturer narrative:
Correction in section h6 impact codes, added code f1001. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced heart block. During a pulsed field ablation (pfa) application with a farawave pfa catheter, the physician noticed that the patient was in some degree of heart block and the physician stopped the case. It was suspected that during ablation of the cavotricuspid isthmus (cti) line, one of the loops could have been too septal and caused the heart block. The patient was stabilized, though the specific intervention remains unknown. Consideration is being given to the implantation of a pacemaker, and it was noted that a reprocessed cs catheter was present in the body during the event. No further information is available.